Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that an (does not read syringe size) error code, occurred during a returned order service. Additionally an broke syringe plunger driver was also noticed during this service. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: additional information: there was no incident and there was no patient involvement. Device evaluation: one device received for investigation. Visual inspection showed broken plunger assembly and missing portion of bottom case seal. Event history log showed invalid syringe size. Unable to perform syringe test to verify the invalid syringe size due to broken plunger assembly. Unable to determine the cause due to inability to perform the syringe test. Broken plunger assembly was found at inspection due to the customer mishandling the device. The size pot and barrel clamp rod were replaced. Broken plunger assembly was found at inspection due to the customer mishandling device; the plunger assembly was replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service previously.